Manufacturer narrative:
An event regarding infection involving an unknown liner component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including additional device details, pathology report, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: 32 +40 v40 delta biolox head; cat# unk_shc; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection (unknown if infection clinically confirmed. Infecting microorganism unknown). Surgeon reported infection was caused due to patient's dog licking the patient's wound. An exchange of the 10° 32d liner and 32 +40 v40 delta biolox head was performed. Rep reported that no further information will be available.